Event description:
It was reported that during routine follow-up the right atrial (ra) lead was found to have intermittent loss of capture. It was noted by the patient that they had recently fallen from a ladder. X-ray showed lead position appeared unchanged, but may have too little slack and further testing showed good capture thresholds. Reprogramming for the lead was suggested and the ra lead remained in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. It was further reported that when accessing the database, the patient was found to have died about three weeks after being seen in the doctor's office for the aforementioned routine follow-up check. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. It was further reported that when accessing the database, the patient was found to have died about three weeks after being seen in the doctor's office for the aforementioned routine follow-up check. Attempts to obtain additional information were unsuccessful. It was further reported on the "amendment to medical certification of certificate of death" from the state of texas that the cause of death was atherosclerotic and hypertensive cardiovascular disease.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.